Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 402 mg/dl, multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.